Manufacturer narrative:
(B)(4). Lockout fired trough. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Due to the condition of the device, the event described could not be confirmed as no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic vagectomy procedure, the trigger could not be grasped, because the trigger was caught in something and hard. When the trigger was grasped forcibly, the trigger did not return to the home position. When the trigger was returned to the home position by hand, the clip ejected. Another device was used to complete the procedure. There were no adverse consequences for the patient. When the trigger was grasped after the operation, the clip was fed into the jaw properly and the device functioned as intended. As all clips were fired, no clip remained in the device.